Event description:
The manufacturer received information alleging a ventilator turns on then off. No patient harm or injury was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.